Manufacturer narrative:
(B)(4) stent frayed during the procedure. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a procedure. According to the complainant, during the procedure, the doctor was unable to take the guidewire out and the stent kept fraying. A second stent was opened and was used to complete the procedure. The procedure was completed with another of the same device. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.